Manufacturer narrative:
Age at time of event: 18 years or older. Device is combination product.

Event description:
It was reported that vessel dissection occurred. Vascular access was obtained via the femoral artery. The target lesion was located in the moderately tortuous and mildly calcified right coronary artery. A 3.50x38mm promus element long drug eluting stent was deployed. However, after doing the post dilatation physician noticed a proximal edge dissection. The dissection was covered with another 4.00 x 28mm promus premier drug-eluting stent overlapping the previous stent to complete the procedure. No patient complications were reported and the patient status was stable.